Manufacturer narrative:
Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
A 25mm aortic pericardial valve, implanted approximately eleven (11) years and eight (8) months, was explanted due to aortic regurgitation. Leaflets were torn. The device was replaced with a 23mm pericardial valve. There were no reports of adverse patient effect due to intervention. Device has been discarded. Minimal information was received, after several requests to obtain additional details on the event and patient. No further information has been made available to edwards.

Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.